Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013, 21:20:37. During night drain cycle five, the patient's ultrafiltration reading was 2024ml, indicating the home patient (hp) drained 2024ml more than their maximum programmed fill volume of 2800ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. The returned homechoice has received a functional and electrical evaluation. The homechoice passed all returned instrument testing evaluation performed. Should additional relevant information become available a supplemental report will be submitted.